Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range pacing impedance measurements and an increase in pacing threshold measurements on the right ventricular (rv) defibrillation lead. It was noted the increase had been gradual since (B)(6) 2012. Sensing was stable, and noise was not recorded. A save to disk was sent to technical services (ts) for review. Ts confirmed the latest device follow-up showed a pacing impedance measurement of greater than 2,000 ohms. All other measurements were stable and within range. No noise could be observed on the two electrograms (egms). Ts discussed the increased pacing impedance measurements could be due to a lead/tip interface issue, and should be monitored. Ts also suggested shorter intervals for device follow-up depending on the patient's clinical needs. No adverse patient effects were reported. The lead was surgically abandoned due to suspected lead fracture, however this was not confirmed. The device was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.